Event description:
Information received indicates that impact damaged platen door.

Manufacturer narrative:
Investigation found that pump showed impact bent/damage platen. Platen was replaced to resolve the issue.